Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip and severely scratched display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had many scratched on the display window. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.